Manufacturer narrative:
(B)(4). The customer returned one spring wire guide for evaluation. A visual exam was performed and it was observed that the guide wire was kinked at almost 90 degree angles 2 and 2.5cm from the distal tip. There were displaced coils in the region of the kinks. A manual tug test confirmed that both welds were intact. A review of the device history records (DHR) for the guide wire, needle, and catheter did not reveal any manufacturing related issues. The report that the guide wire kinked at the distal end during use was confirmed through examination of the returned sample. The guide wire was kinked at right angles in two locations near the j-bend. A DHR review was performed and it did not reveal any manufacturing related issues. Based on the condition of the sample and the report that the kinking occurred during insertion , it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that the guide wire kinked at the pigtail end during use. No patient injury or harm. No report of a delay in treatment.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the guide wire kinked at the pigtail end during use. No patient injury or harm. No report of a delay in treatment.